Event description:
A healthcare facility reported to our distributor that the seal of rt040s full face mask was disengaged while on use with a pt. No pt consequence was reported.

Manufacturer narrative:
The investigation was conducted based on the event description and previous investigations on similar complaints. Results: the seal was held to the mask base by friction. The friction applied was not sufficient enough to hold the seal to the base of the mask. Conclusion: we have an open CAPA project to address this issue and to implement potential design solutions we have developed to prevent separation issues occurring in the future. We are currently implementing an added silicone adhesive step (the application of an adhesive between the silicone facial seal and the plastic mask base) in our production process.